Event description:
(B)(4). Every month since implantation, I have discharge with strong odor. Dr says it's a yeast infection but it's every single month during ovulation. I miss work because I'm afraid others can smell the odor. After a week, it usually goes away. About 2-3 times a year it requires medication. Also, just before my cycle begins, my belly swells and I look like I'm 7 months pregnant. After 3-4 days, it goes away until the next month. Also every month since implantation.